Event description:
Pt was hospitalized due to a diabetic ketoacidosis. It was reported that about 4 days earlier the pt's blood sugar levels were very unstable. They reported that they received no alarms or alerts and had no apparent interruptions in delivery. The pump history was reviewed as was the pump settings and reportedly no problems were found. When the reporter disconnected the pump and attempted a bolus, insulin was verified to be dripping from the end of the set, indicating that the pump was delivering. The reporter believes there is nothing wrong with the device and that it is functioning correctly. However, the family's physician is insistent that they receive a new pump as physician is questioning the functioning of the device and whether it was involved with the alleged incident.